Manufacturer narrative:
Correction: patient identifier now available. Additional information: patient weight now provided. Correction: device UDI now provided.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Visual inspection found that the door switches were misaligned resulting in the reported issue. The representative then adjusted the door so that it would connect with the door switches. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, the gantry door of the imaging system would close, but the pendant would display that the door was open. The site elected to continue the procedure without medtronic imaging and navigation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.